Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer had multiple cartridges that were damaged at the patient line. Reportedly, the damage occurred because the patient line was pulled. The contact stated that issue was resolved by changing out supplies. Customer was able to resume insulin delivery successfully. There was no impact to the customer's blood glucose level.